Manufacturer narrative:
(B)(4). Date sent: 2/24/2025 d4: batch # y70567. Additional information was requested and the following was obtained: "how did device not work? It worked by deploying clips did device jammed (not fire clips)? No did device not feed clips? It fed clips did device drop or eject clips? It did not drop clips did device sideways feed clips? It did not did device fire malformed clips? No did device fire scissored clips? No if other please specify the surgeon tried to use the device to clip a catheter doing a cholangiogram. The surgeon said the clip was fully forming and not a partial form to secure the catheter like he has used it for many years." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. The event described could not be confirmed as the device was returned empty. He laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. A manufacturing record evaluation was performed for the finished device batch y70567 number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, the device felt different to the surgeon. Unable to do the cholangio click. They grabbed a second device and that device felt different as well. Case was completed with a device by a different manufacturer. No patient harm was reported.